Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2020-01974. It was reported that stimulation was ineffective. Diagnostics indicated high impedances on the leads. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both leads were explanted to address the issue. During the explant, it was observed that the leads may also have been fractured as well.